Event description:
Complaint coordinator (cc) reported a miscalculated dwell time during programming of the homechoice cycler for apd therapy. Cc reported that the physician attempted to program the device for tidal therapy in the low fill mode with a minimum drain time of 15 minutes and received a "check therapy time" messsage. "Check therapy time" indicates that the value of the programmed therapy time is not valid and must be changed. As a result, the minimum drain time was reduced to 5 minutes, after which the therapy time was accepted by the homechoice cycle and the dwell time estimated to be 8 minutes per cycle. The device was used by the home patient (hp) and it was noted that during therapy, the dwell time became progressively longer with each cycle. There was no patient injury or medical intervention as a result of this incident.